Event description:
It was reported that the patient with this artificial urinary sphincter (aus) began experiencing recurring incontinence. During the revision procedure, the device was found to be cycling appropriately, and the physician noted that the urethra appeared to have mild atrophy. A new cuff was implanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) began experiencing recurring incontinence. During the revision procedure, the device was found to be cycling appropriately, and the physician noted that the urethra appeared to have mild atrophy. A new cuff was implanted. There were no further patient complications reported.